Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for low impedance. Several instances of loss of capture were observed during the in-office check. When the lead was reprogrammed to unipolar, there was consistent capture, but also some pocket stimulation. Oversensing was also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2008. (B)(4).